Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that calibrating the sensor was a confusing process. He stated that he had a blood glucose reading of 400 mg/dl that was not accepted for calibration. Customer was advised on the calibration process. He also reported that the sensor did not adhere to the body. He reported that he had 13 threshold suspends and that his basal rates were adjusted following this. He reported that with one threshold suspend, the blood glucose had fallen to 18 mg/dl. He treated with soda and gel and stated that the blood glucose went up to 528 mg/dl. Customer was advised not to overtreat during a threshold suspend. Customer declined troubleshooting for low blood glucose. He stated that the current sensor he was wearing was working well. The blood glucose reading at the time of the report was 79 mg/dl. Nothing further was reported.